Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Top part of the brush head came off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the top part of the oral-b toothbrush head came off. No injury was reported. 04-sep-2023 case update from information initially received on 21-aug-2023: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Event description:
Top part of the brush head came off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the top part of the oral-b toothbrush head came off. No injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.